Event description:
It was reported that an intraocular lens (iol) had debris on lens which was removed and replaced during the same procedure from the patient's right eye. Another johnson & johnson lens, same model dcb00 18.0 diopter was implanted as a replacement. The patient current status was reported as unknown. No further information was available.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluated by MFR:other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: october 6, 2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut into three pieces. A fiber was observed on the middle piece of the lens. The lens was sent to eag for fourier transform infrared spectroscopy (ftir) analysis. Per eag laboratories, the foreign substance tested is consistent with a cellulosic material (e.g. Cotton, rayon, lint). The ftir spectrum raw data output file generated by eag laboratories was then compared against the añasco manufacturing process ftir library yielded no results with at least a 0.90000 correlation. The top hit was "twtx604non woven wipes¿ with a 0.675438 correlation. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.